Event description:
Possible malfunction in pacemaker lead. Pt had pacemaker inserted on 7/7/97. 7/9/97 pt back for reposition of leads. One lead removed and possibly has malfunctioned. Placed in clear plastic bag.